Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cystectomy/prostatectomy. Patient status: there were no consequences for the patient. One hour 45 after the surgery began, while the surgeon had just made a sealing of a tissue, he was not able to open the jaws of the device, it was blocked on the tissue. The trigger of activation of the knife was blocked in closed position, I advised the surgeon to push the trigger so he could again open the device. Once the device was removed, we found that the knife had remained out, so we decided to remove the device and take another device to complete the procedure. There were no consequences for the patient.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the device was returned in the unlatched position with an extended blade. Additionally, eschar buildup was observed on the sealing surfaces of the jaws. During functional testing, engineering was unable to activate the blade, thus confirming the complainant's experience. After disassembly of the device, engineering noted an internal component was broken. Based on the condition of the returned unit, it is likely that the reported event was caused by excessive blood and eschar buildup on the sealing surfaces of the jaws. Excessive buildup can cause the blade to become stuck in the activated position, which would result in locked jaws. The instructions for use (IFU) states, "build-up of eschar can negatively affect the sealing and cutting performance... For optimal performance, keep the blade channel and jaw surfaces clean. With the jaws closed pull and release the blade lever to clear the blade channel from eschar build up. Use a gauze pad soaked with sterile water or saline to remove eschar." It is likely that the internal component broke when the trigger was manually pushed forward after the jaws were locked. When this happened, the blade was unable to retract, which led to an exposed blade. In the event that the jaws are locked, the IFU instructs the user to "unlock the jaws by squeezing the handle until it unlatches. If the jaws are locked closed, ensure the blade lever is in the forward position. If not, manually push the blade lever forward to retract the blade. Open the jaws by pushing the handle forward." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.